Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced mixed incontinence and cystocele. It was reported that patient underwent rigid cystourethroscopy on (B)(6) 2013 by dr. (B)(6) hospital.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with total abdominal hysterectomy, left salpingo-oophorectomy, cystoscopy, due to irregular uterine bleeding, ovarian cysts, stress urinary incontinence, cystocele/rectocele, and hypermobile urethra. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparotomy, tah/lso, posterior repair, and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4).